Event description:
Reporter alleged blood glucose measured 213, 115, and 110 mg/dl when all tests were performed back to back within a few minutes of each other. It was stated customer did not have any symptoms at the time. No actions were taken or treatment resulted was reported. A request was made for the return of the suspect device and replacement product was sent.